Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that since getting the replacement instrument in (B)(6) 2014, it has not been possible to slip the sleeve over the persuader. This is also not possible with the second replacement sleeves. There was one surgery that was extended by thirty minutes due to this. This is report 5 of 7 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (part number 388.582, lot 3699589, sleeve pusher f/388.503 388.508 388.583+). The manufacturing investigation revealed that the sleeves did not fit onto the pliers because of a deviation at the pliers, which is manufacturing related. The diameter ø 9 -0.01 / -0.05 on the products is not in the tolerance. Further investigation of the sleeves has shown that are hammer marks on top are visible. The exact cause of the deformation can afterwards not be defined. It is likely that the deformation was caused by forcible use during the attempts of attaching the sleeve onto the pliers with a tube diameter that was too large (out of specification), which would also explain the hammer marks on top of the device. It was concluded that the deformation of the sleeves occurred post-manufacturing, as there were no manufacturing-related issues revealed in association with the returned sleeves. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.